Event description:
The patient's family member reported the patient's blood glucose levels have been in the 500's. Family member said that the pump is not delivering insulin-either bolus or basal. The bolus it delivered after lunch is not in the history. Family member said that if family member stops the basal, insulin does not come out, but family member does not get an occlusion or delivery halted, no prime alarm.